Event description:
It was reported that shaft break occurred. A 3.00 x 12mm synergy? Xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the shaft was broken without excessive force. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device synergy xd mr us 3.00 x 12mm stent delivery system was returned to the complaint site investigation (cis) for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube found multiple kinks along the shaft and a break at 79cm distal to the distal end of the strain relief and multiple hypotube kinks. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. There was no sign of damage, stretching or lifting of the stent struts and tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. A 3.00 x 12mm synergy? Xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the shaft was broken without excessive force. No patient complications were reported.